Manufacturer narrative:
Continuation of d10: product ID: 9733686, software version: 2.1.0 h3, h6: the system was serviced in the field and the errors couldn't be reproduced. Possible outside factors caused inaccuracies by bumping frame. System was accurate. B01, c19, and d14 are applicable. H3, h6: software data was received for analysis. However, analysis hasn't been completed at the time of report. B21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that that the system was "not mapping correctly".  The medtronic representative (rep) suspected user error in the case. The rep went to the site and got clarification on their workflow. They placed a sheet around the reference frame before the spin, and they have a new physician assistant, who was a "little klutzy" they said. The rep found someone in the room that claimed she may have bumped the frame. There was a 15 minute delay. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6) software data was received and analysis did not confirm the reported event. Logs and archives were reviewed but did not provide the cause of the reported inaccuracy. Based on the information provided they place a sheet around the reference frame before the spin. Hence, suspecting a frame bump might have resulted in the reported inaccuracy but there was insufficient information to determine the root cause of reported behavior. Previously reported codes b01 and c19 are applicable to this analysis as well as newly reported code, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.